Manufacturer narrative:
The device was received by resmed and an evaluation was performed. It was confirmed that the device displayed a "battery inoperable" error message and alarm. Performance testing found that the battery had a critically low charge and the device did not operate while using the internal battery. The evaluation determined that the device fault was due to a defective battery. The battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery inoperable alarm. The device was not in use when the fault occurred; therefore, there was no patient involvement.